Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right atrial lead experienced high thresholds. The lead was removed and replaced. During the replacement procedure with a new lead there were positioning difficulties and marginal to acceptable thresholds, possibly due to tissue scarring. The lead was successfully implanted. No patient complications have been reported as a result of this event.